Event description:
It was reported that the patient underwent plasmakinetic resection of prostate (pkrp) surgery on (B)(6) 2022. After the operation, a three lumen foley catheter was indwelled and the bladder was continuously flushed, then the patient complained that the catheter fell off. It was stated that the catheter balloon was found to be ruptured during the check.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac. The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (foley catheter) product ifus were found to be adequate based on past reviews.